Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. As part of the investigation, communication confirmed the customer inadvertently pressed the contrast button causing the screen to fade. This claim is being closed as device meets specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.